Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011 at 11:27am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter had prompted a calibration code number message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 at 10:00pm. The patient reported that the meter did not allow her to change the calibration code. The patient reported that she manages her diabetes with diet and exercise. The patient stated that at she took no action regarding her usual diabetes management routine due to the product issue. The patient reported that she became "shaky with blurred vision" 5 to 10 min after the product issue. The patient stated that she self treated with food and drink for the issue. The customer care advocate (cca) noted that during troubleshooting they were able to make changes to the meter strip code. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.